Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis found the primary failure of broken instrument bearings to be related to the customer reported complaint. For clarification, the customer reported complaint of 'cable jaws snapped' was confirmed as the named primary failure was found. The instrument was found to have a broken ball bearing at input #6. Visual inspection revealed that the inner shell of the bearing and part of the plastic ring move loosely on the input shaft. As a result of the broken bearing is that the cables were loose. The complaint was confirmed by failure analysis. The common causes of this failure mode are attributed to various handling points during manufacturing, shipping, warehousing or handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.